Manufacturer narrative:
E1 address (documented here in its entirety due to character limitations in respective field): (B)(6). The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that some part fell into the patient's body and was retrieved. The involved device is a bronchovideoscope, and the intended procedure was a bronchoscopy. The procedure was completed with a replacement device. There was no delay or patient harm reported. Additional event details were requested but no further information was provided.

Manufacturer narrative:
This report is being supplemented to provide additional information received as reflected in b5.

Event description:
It was later reported that no part of the device fell in the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to field (h3). The device was evaluated by olympus, and no reportable malfunction were confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not conclusively specify the root cause of the suggested event. The event can be prevented by following the instructions for use which state: "operation manual_ preparation and inspection_ inspection of the endoscope" olympus will continue to monitor field performance for this device.